Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the bb shows loss of prime warnings associated with a low non-zero force. On (B)(6) 2015, 10:39 loss of prime with low non-zero force. On (B)(6) 2015, loss of prime with low non-zero force. On (B)(6) 2015, 08:12 loss of prime with low non-zero force; deliveries resumed at 10:27. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specifications. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with extreme drowsiness and small ketones associated with a loss of prime issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the issue had occurred with at least 3 separate cartridges from 2 separate boxes. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.